Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was difficult to clamp the following information was received by the initial reporter with the following verbatim it was reported by the customer that safety clamp not engaging¿ the tpc performed an external inspection of the device and found the sear legs uneven (bent) and found a crack at the base of the sear assembly (pic attached). No further issues observed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "safety clamp not engaging" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.